Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this pacemaker and dextrus leads system was explanted due to infection. No additional adverse patient effects were reported.